Manufacturer narrative:
Based on the results of the investigation, the product analysis confirmed and determined that the device had minor stains under the light guide cover glass. Based on the results of the investigation, a probable root cause is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the rigid video scope had stains under the light guide cover glass. There was no report of patient involvement.